Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the label was missing the silicone backing. It was also noted that the electromagnetic field immunity and uplink functional tests failed due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had no silicone. The rf head was returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.